Event description:
A malfunction alarm was reported on the pump, with a code identified as malf 12. There was no reported impact to the customer¿s blood glucose level. Technical support assisted the caller with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue happened again.